Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen. On (B)(6) 2019, the patient took a nap and when he woke, his cgm was in the 300s. He took insulin which cause his blood glucose to drop and he lost consciousness. His wife called the paramedics; the specific treatment he received from the paramedics was not provided. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available for the time of event to search within the parkes error grid calculator. No additional patient or event information is available.